Event description:
It was reported that upon reviewing the remote transmission, the strips showed no atrial sensing or pacing except for one possible far field r-wave (ffrw) episode. In addition, there was noise on the atrial channel, and a notable change in the pacing impedance with the right atrial (ra) lead. A change in the lead's position was suspected, however an x-ray was performed, and there was no evidence of dislodgement. Reprogramming was performed, and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.